Event description:
It was reported that the ilet user experienced a low blood glucose of 40 mg/dl and, in response, consumed a donut, an orange, and a soda, resulting in subsequent hyperglycemia peaking at 268 mg/dl. The tubing was unclipped to confirm insulin delivery drops, sensor accuracy concerns were addressed with a calibration, and blood glucose later trended down to 154 mg/dl. Symptoms included hypoglycemia with subsequent hyperglycemia and malaise. Outcomes included minor injury of hypoglycemia resolved with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to overtreating hypoglycemia, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.